Event description:
The manufacturer received information alleging the an issue related to the ventilator's pressure delivery. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's overhead blower filter was found to be contaminated and was replaced to address the issue.